Event description:
I have been using acuvue oasys 1-day with hydraluxe for 15 years in the dark blue packaging. Never had issues. Last year when j&j switched their packaging to turquoise blue (for cosmetic reasons). Within a week I developed conjunctivitis in my eyes for the first time. I then switched to the astigmatism version and was lucky to find dark blue packaging. Unfortunately, I ordered a new batch recently and the turquoise blue packaging arrived again. I gave it one more try and my eyes were dry and infected after a few hours. I called j&j last year and they stated they have never heard of this. Which is a lie, if you google it. Many people are posting to stay away on the internet. Please recall these turquoise lenses. They are causing eye damage! I do not know if I must switch to lasik surgery now. Ref report: mw5170013.